Event description:
It was reported that the cap connection part was detached at the cannular end of the tip and from the kit. The cap was loose and kit was contaminated when cap was detached. Device will not be returned due to infection.

Manufacturer narrative:
Device was discarded at hospital.